Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that there no any adverse consequences that affected the patient because of the reported event. Not sure how else to phrase this other than while removing the broken screw, we had to compromise the integrity of the metaglene. The screw was snapped and therefore unable to use the driver. A burr and damage screw removal set had to be used to remove the screw. The baseplate was also compromised when we had to use the metaglene extraction tool to impact it out. The extraction tool is designed to almost cross thread into the baseplate to be able to apply enough force to remove it from the very tough bone.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Very sclerotic bone, received significant resistance upon inserting inferior screw, decided to back out screw and redrill and insert a shorter screw. Unfortunately during removing the screw, it snapped along the shaft of the screw. Damaged the metaglene while removing it to get the broken screw out. A second screw was broken for the posterior screw, although the tabs off the end broke. Screw and all broken fragments were removed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.